Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer obstruction occurred in mb c5tcu pyxis. The technician was unable to pull the drawer out, and nursing staff were unable to retrieve medications from the pyxis. As this was the only pyxis available on the unit, patient care was potentially affected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 20-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer removed the matrix drawer divider that was preventing drawer 6 from opening. The drawer was successfully recovered, and the customer was able to access it. The system functioned as intended after the field service engineer repaired the device.